Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic evaluation: one intraoperative photo was returned for review. The photo showed the end of the device with what appears to be an unformed clip jammed between the jaws and shroud. The photograph also shows what appear to be 5 more clips properly formed and applied to structure. Typically, forces applied to the distal end of the clip/device during loading and firing can affect clip formation. All forces should be brought to neutral before firing. The photos do not provide enough evidence to determine root cause. Hands on device analysis may provide the evidence necessary to confirm the root cause.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips coming out open and not formed. Unknown how case was completed. There were no adverse consequences for the patient.